Event description:
It was reported that pump generated repeated cartridge alarms, including cartridge alarm 30, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, and instructed customer to place pump in storage mode and return problematic pump within 10 days; customer was also advised to program pump settings and reconnect continuous glucose monitor on replacement device.